Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error code lec-1871. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump . Device arrived in good physical condition. Complaint of alarm " lec 1871 " was verified and confirmed. Event log did not reveal complaint. The malfunction was isolated to motor. Repairs completed to replace motor and device then passed all functional and delivery testing. Unknown cause of event.

Event description:
Device analysis completed and final report will be submitted.